Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. (B)(4). This report is number 3 of 3 mdrs filed for the same event (reference 3002806535-2016-00840 / 00842).

Event description:
Patient underwent a revision of a left partial knee approximately 11 months post implantation due to unknown reasons.